Event description:
It was reported that pt turned her stimulation off, but was still feeling residual stimulation in her abdomen. Pt reported that for the last 3-4 months her stimulation has been turning on and off by itself. Pt reported she had the stimulation off however, it was turning on by itself. Pt confirmed with the pt programmer that there was no lighting bolt in the top left. Pt reported no falls or trauma and had it at 0v, 60 pw and off. Pt reported the stimulation happens out of blue and was in her torso. While stimulation was turned off, the pt felt a low vibrating from the butt to her chest when she was laying down. It had been going on for 3-4 months. Pt said she had not had any falls, accidents, or medical procedures. It usually occurred when she was in bed, but it was sporadic, she had not correlated it with any action she had been doing. Pt reported having a hard time breathing. The stimulation was in the wrong location. An image was taken and confirmed the lead was in the appropriate place. The company representative stated that they had turned the stimulation down to zero and off. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).